Event description:
It was noted that the insulation was -coming away from lead- when the lead was removed from the pocket.

Event description:
It was reported that the patient expired. According to the physician's office, device failure is not suspected as the cause of death.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.